Event description:
It was reported that this right ventricular (rv) exhibited loss of capture with asystole. It was believe that this rv lead found to be dislodged. Subsequently, the rv lead was explanted and a new rv lead was successfully implanted. No additional adverse patient effects were reported. The lead is not expected to return for analysis.